Event description:
Information was received from a patient regarding an external device. It was reported that the patient's equipment completely stopped working last night at bedtime. The patient stated that they had been having trouble getting their implant to recharge and that it took two hours to charge. The patient mentioned they were told to take the battery out of the controller and leave it off for a few seconds and then put it back in, but when they did that the battery pack came apart in three sections. The patient said they fooled around with the battery pack for about half an hour and got the battery back into the controller, but it still wouldn't charge the controller or the implant. The patient also mentioned the controller had been sluggish in recharging for probably two weeks. The patient mentioned they depend on the stimulator critically and were in a wheelchair and it was the only thing that took care of the pain. The patient noted they didn't use any medication. The patient was guided through a controller reset to obtain serial numbers; only the battery pack serial number was able to be obtained. A replacement controller and battery pack were sent out. Additional information was received from patient stating about a month or so their equipment was not working right so they spoke to a man who said they were going to send a new controller and paddle (pt could not locate case where they spoke to a man). Controller did not work right in hospital for the ins took forever to charge, it took at least 3 hours to get to 70% or 80% charge. The new controller and battery had not work properly and was difficult to charge their ins. The last couple nights it quit all together for they got no device found and the ins did not have a charge. Pt noted the controller was not charging last night either. During call the pt noticed there was a split on the insulation on the rtm between the antenna and relay box. Pt plugged controller into the ac power supply and the controller was fully charged with a green solid light. Patient mentioned they had terrible neuropathy pain and rel y on the ins for it took care of the pain. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Additional information was received from patient stating their controller is in a different language. Patient mentioned that they have been encountering problems with their external devices since a couple of months ago. Patient mentioned that last night while they were getting ins charged a screen with a foreign language showed up on the controller. Patient stated that when they laid down the "power was too strong" and they could not get it to subside or turnoff stimulation because the controller screen was stuck in a foreign language. Agent walked patient through resetting and was able to determine that patient controller screen was on battery low recharge controller screen. Agent walked patient through charging the controller. Patient stated there is no green light on the controller while connected to the ac power supply. Patient confirmed that ac power adaptor light was on, moved ac adapt to a different power outlet. Patient cleaned the pins on the ac power supply and confirmed no damaged on the pins of the ac power supply and the controller port . Agent advised patient remove the battery pack and connect controller to the wall without the battery. Patient stated the controller did not turn on. Agent advised patient to use aa batteries and the controller turned on. Agent walked patient through changing language to english. Patient mentioned that they see a battery empty cannot provide stimulation screen on their controller. Agent advised patient to charge controller battery pack once they receive the replacement power supply then charge their ins once the controller is fully charged. Agent reviewed indicator light on controller with patient. A replacement ac power supply was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.